Manufacturer narrative:
(B)(4).

Event description:
It was reported non integration with relocation of the implant to the sinus. Tooth location # 3. Doctor made a caldwell-luc procedure to remove the implant. Patient is fine with no pain or inflammation. Will wait for healing.

Manufacturer narrative:
One t3 tapered implant was returned for inspection with an attached cover screw. The device show moderate signs of wear and bone tissue attachment about the threads. The internal drive feature is similarly worn and contained additional debris. Documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. The complaint could not be verified with the information provided. The device history record review was performed and did not identify any non-conformances. The lot specific complaint history review was completed and did not find any other similar incidents. A definitive root cause has not been determined. The following sections have been updated: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿ .